Event description:
The account alleged the brake pedal locks but when the bed is moved the brake pedal pops out of brake. No patient impact.

Manufacturer narrative:
The technician replaced the bushings on the brake mechanism block assembly to resolve the issue.